Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the preparation, after removing the packaging, before using the product, it was to be broken. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Event description:
It was reported that during the preparation, after removing the packaging, before using the product, it was to be broken. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the percuflex plus ureteral stent was returned for analysis. Device and media analysis was then performed. During the inspection it was found that the stent bladder coil torn near to a drainage hole and with the tip torn. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. Block h6 has been updated based on the additional information received on june 30, 2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.